Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on distal edge, excessive debris under the light guide cover glass and the image was greenish. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Nonetheless, for the reportable malfunctions mentioned above, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the rigid video scope had a leak located at the end of the cord before it connects to the monitor. There was no patient involvement.

Event description:
It was reported that, during reprocessing, the rigid video scope had a leak located at the end of the cord before it connects to the monitor. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.